Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: breast implant illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unspecified breast implantation procedure with saline mentor smooth round moderate profile 475cc breast implants and suffered several unexplained systemic symptoms. No specified symptoms were reported, only that the patient experienced ¿breast implant illness¿. The patient also reportedly experienced capsular contracture baker grade IV. The patient underwent a capsulectomy on (B)(6) 2003, to correct this issue. During the procedure, the implants were removed and reinserted back into the patient. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent device explantation on (B)(6) 2021. Removal and reinsertion of the device is an off-label user per the IFU. This report is for the second of two devices.

Manufacturer narrative:
On may 19 2022, additional information was received indicating the date of implantation was (B)(6) 2003. Manufacturer¿s reference number: (B)(4).